Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 560 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history indicated the patient was paraplegic. It was reported there was under-infusion of the pump. The event date was (B)(6) 2019. The patient experienced spasm "while on the pump." The patient spasm was well controlled, and then would just rapidly start, as if the pump was under-infusing. Catheter contrast was done; the catheter was working well and there was no obstruction at all. Pump replacement was performed on (B)(6) 2019 to see if this would improve the patient's spasm. New lioresal medication was inserted at the new refill, so see if it could be the medication [causing the issue]. When prompted for contributing factors, it was indicated the patient traveled a lot by airplane. It was unknown if the issue resolved. The patient status was alive - no injury. The pump would be returned. Further complications were not reported. Additional information was received. It was indicated there were no discrepancies in volumes with any refills.